Manufacturer narrative:
E1.: facility name: (B)(6) hospital. After checking the actual product, we did not find the issue you mentioned. And were unable to identify the cause of the defect. Sheath buckling: it is speculated, that the sheath buckling occurred, due to bending load being applied, during pre-use inspection or when inserting it into the endoscope. No issues were identified in the labeling review, DHR review, risk review, complaint history review or CAPA history review. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device had the needle tip was bent. The issue was found, during a therapeutic ebus-tbna. The procedure completed by the backup olympus device. There were no reports of patient harm. .